Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a high blood glucose on (B)(6) 2017. The customer reported vomiting and had diarrhea for about 12 hrs. When I saw blood in my stool I decided to go to hospital. The blood glucose value at the time of admission 900 mg/dl. The customer had symptoms of dka. The customer was treated for the high blood glucose level with insulin via IV. The customer was wearing the pump at the time of the hospitalization. The customers current blood glucose level was 249 mg/dl. The technician retrieved the basal and bolus settings. The customer declined troubleshooting for the high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.